Event description:
The surgeon inserted a cq2015 collamer three piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed without enlarging the insertion. No suture was required. Surgery was completed with another lens. No patient injury. This is one of two lenses for the same patient. See MFR rpt# 2023826-2006-00662.